Event description:
On (B)(6) 2012, the reporter contacted animas to report that, while hospitalized for non-diabetes related medical conditions, the patient obtained the elevated blood glucose reading of 540 mg/dl and experienced the symptoms of excessive urination and confusion. The patient noted, he had received a replacement pump on (B)(6) 2012 prior to being hospitalized and had reprogrammed the pump settings with the help of animas customer support. While hospitalized, the patient has been taken off ipt and treated intravenously with insulin. Troubleshooting revealed the pump basal setting was incorrect, programmed at 0.900 units from 12am to 1am, and 0.00 units the rest of the day, resulting in under-infusion of insulin. The patient noted his basal rate setting is supposed to be 0.900 units/hour all day. The patient noted, he was confused and not certain how he had changed the pump settings. The date/time was set correctly, but the patient was unable to confirm the other pump settings, as he did not know what they were supposed to be. There was no evidence indicating the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by incorrectly changing the pump's basal settings. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: due to continued use, pump information from date of pi has been overwritten. A review of recent pump basal and tdd history shows the basal delivery to be accurate based on the user's programmed settings. The pump was exercised for 24 hours at 2.0u p/h; pump history shows the correct amount delivered. Accuracy flow test was completed with no delivery defects found. Unable to confirm/duplicate complaint of inaccurate delivery. Unable to review alarm/bb history for eaw related to the complaint; data has been overwritten. Returned battery cap used to perform investigation. Recent bb, tdd and basal history reviewed indicate time and date manually reset by user; time and date manually set incorrectly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).